Event description:
It was reported that the radiofrequency programmer heads were in need of repair, if possible. The programmer heads were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found this programmer head to be damaged beyond repair. The upper case was broken off, due to probable liquid immersion. The device failed positioning test I, program/interrogate buttons, system a transmit and e-field immunity te sts. Concomitant products: product ID 2090w programmer; product ID 2067l radiofrequency programmer head; product ID radiofrequency programmer head. (B)(4).